Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported device could not be conducted because the part and lot number was not provided. It is possible that during removal interaction with the guiding catheter (device not coaxially aligned) resulted in the reported difficult to remove; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed and calcified lesion in the middle left circumflex artery. An unspecified xience prime stent was deployed; however, during removal the balloon could not retract into the guiding catheter. The stent delivery system and guiding catheter were removed as a unit. The procedure was successfully completed with the deployment of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.